Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, customer's blood glucose level was impacted (200 mg/dl) and would be monitored. Contact indicated cartridge and infusion set site were scheduled to be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.